Manufacturer narrative:
(B)(4). Method: the complaint device was received in an unsealed bag and was visually inspected. Results: it was observed that the offset adaptor was missing from the end of the inspiratory limb. A lot check revealed one other complaint for this lot number. Conclusion: the likely cause of this is failure of production line staff to connect this component when assembling the breathing circuit and failure of production line staff to check this component during visual inspection of the breathing circuit. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component circuit pack is accounted for. (B)(4).

Event description:
A hospital in (B)(6) reported that an adaptor was missing from an rt329 infant breathing circuit kit. This was found before use on a patient.